Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was 535 mg/dl. The customer required assistance due to their bg level and was given a saline and insulin by their health care professional.